Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13837. It was reported that when the patient presented for a follow-up in clinic with inappropriate auto mode switch and high ventricular rate episodes, oversensing of noise was observed on the atrial and right ventricular channels. The right ventricular lead noise was reproducible with isometric movement. The patient is stable and will continue to be monitored.